Manufacturer narrative:
No unexpected audio or beep anomalies or black circle on screen anomalies noted during testing. All buttons functioned properly. However, insulin pump had moisture damage on keypad traces noted during visual inspection. Insulin pump passed self-test and displacement test. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the insulin pump had bee anomaly and buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 257 mg/dl. During the troubleshooting the constant tone disappeared. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).